Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack along the front of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: there were no pump case cracks observed in the front of the pump. A deep scratch in the paint was observed on the front of the pump. Product analysis was unable to duplicate the customer complaint.